Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient returns for evaluation of a small bump over implant #7. Patient reports it's tender when he eats, also recounts that he has had multiple adverse reactions to different piercings & metallic things in his body. He wonders if he's having a bad reaction to the implant itself. No extraoral edema. Implant site #7 with small buccal purulence, purulent discharge with finger manipulation. Recommend implant removal. He opts to wait a couple weeks. (B)(6) 2022 patient returns for removal. Upon exam, implant is notably mobile with instrumentation. Removed with reverse torque. Scant fibrous capsule present, debrided with curettage. Irrigated. New implant placed from inventory. Good primary stability was achieved. Rto 2 weeks. Symptoms: abscess.